Event description:
On (B)(6) 2012, the patient's mom/reporter claimed the animas insulin pump is giving bolus insulin dose on its own while the pump was locked and inside the patient's pocket. The patient did not develop any symptoms or required medical intervention for hyperglycemia or hyperglycemia at the time of concern. The patient reportedly had to take glucagon to prevent any hypoglycemia when the inadvertent insulin dispense issue occurred. His blood glucose went at low at 104 mg/dl. During troubleshooting, the date/time was set correctly. The reporter claimed that is nothing wrong with the keypad. The patient went on the backup plan. The issue was not resolve with training. The subject pump was requested back for investigation. This complaint is being reported due to the alleged issue with the bolus insulin dispense.

Manufacturer narrative:
(B)(4): investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No hypersensitive or sticking buttons were found. There were no alarms related to the complaint observed in the pump history. A review of the bolus and black box histories confirm a 5.05 unit bolus on (B)(4) 2012 at 10:33 pm. The pump was exercised for 24 hours with no delivery issues and no unprogrammed boluses occurring. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).